Event description:
The home patient's spouse reported a 2240 alarm during drain 1/1 of automated peritoneal dialysis with the homechoice machine. It was reported that the pt had disconnected self during treatment by mistake and then reconnected. The treatment was discontinued and restarted with new supplies. There is no pt injury or medical intervention reported by the pt's wife.